Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found the customer's electrical supply to be varying from room to room. The system would operate correctly in one room, but not another. The system operates as intended.